Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. It was observed that the flush port was damage and no known trauma to the catheter was observed. The catheter was replaced, and the procedure was completed without patient complications. The catheter was received for analysis and investigation is still in progress.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. It was observed that the flush port was damage and no known trauma to the catheter was observed. The catheter was replaced, and the procedure was completed without patient complications. The catheter was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket successfully. Subsequently, a flushing test was not possible because the strain relief/luer were damaged. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port damage was confirmed.